Event description:
In 2009, the patient reported experiencing air bubbles in the insulin cartridge of her infusion device, which cause elevated blood glucose. The issue has been ongoing for 1 year. She stated that air bubbles form 1 day after inserting the insulin cartridge into the infusion device. She stated that she allows insulin to reach room temperature prior to use and she properly adjusts the piston rod of the infusion device. She stated that her blood glucose was elevated to 248 mg/dl a day prior, and there were "gobs" of champagne air bubbles in the insulin cartridge and infusion tubing. She stated that her husband assisted her in priming the infusion set and then another large air bubble formed. Her target blood glucose range is 120-140 mg/dl. Her blood glucose was 120 mg/dl this morning when she woke up. The patient recently received additional training and it was reported that the patient completed the cartridge change procedure correctly. The patient was assisted in switching to her backup infusion device using her current accessories. No air bubbles were visible in the insulin cartridge. Upon follow up at about 4 days later, the patient reported that she continues to experience air bubbles in the insulin cartridge while using the backup infusion device. She stated that at 11:00am her blood glucose measured 118 mg/dl and at 3:30pm her blood glucose measured 340 mg/dl and there were champagne bubbles in the insulin cartridge. She disconnected from the infusion device and primed the bubbles from the system. She remained disconnected from the infusion device for 1 hour and at 4:39 pm, her blood glucose measured 151 mg/dl. She believes her insulin may be causing air bubbles. She was advised to consult with her physician. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned or evaluation.

Manufacturer narrative:
No product will be returned for evaluation.